Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that minute ventilation (mv) oversensing was noted on this lead. Last year, impedance was very jumpy 450-1500 ohms and there was many false anti-tachycardia response (atr) events. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).